Manufacturer narrative:
H10: a philips service engineer (se) evaluated the device and reported that the device was not working. The se replaced the motor control (mc) board, and the issue was resolved. The device was returned to full functionality. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Manufacturer narrative:
Insufficient information is available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.

Event description:
Philips received a complaint from the customer reporting that the v60 ventilator had a 35v power failure. There was no patient involvement when the issue occurred. No patient or user harm reported. The key market reported that the device had a 35v power failure, and it was determined that the motor control (mc) pcba was the issue. The device is pending repair. The investigation is ongoing.

Manufacturer narrative:
(B)(6).